Event description:
Unit "paused" and driver would not center. Reporter stated rt heard unit "pause" and then driver stopped. When they ran pt circuit cal and performance check on mon driver would not center. Authorized service replacement. Pt on following settings at time of incident; hz 12 map 16. Pt placed on another hfov, no pt compromise.